Event description:
I got a latera implant in my nose. I do not believe this product works, as my cartilage is still collapsing. I can't breathe properly through my left nostril. Latera implant still in left nostril.